Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all devices were on critical override. A technical support specialist (tss) dialed into the server and restarted the bd external messaging service, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, and world wide web publishing service. Random access memory (ram) usage on the server was confirmed to be below 95%, and successfully received and processed messages. A downtime query was run, and it was found that carefusion coordination engine (cce) had a disconnected flag with sent time delayed by almost two hours. Tss deployed the interface services utility cce (build 1), which was successfully applied, resolving the delay and allowing messages to cross over. Then devices were taken off critical override, and the customer verified everything was working correctly on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.